Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were technical difficulties in everting the end of the tissue onto an unspecified coupler ring. It was stated that repeated re-trimming of the ends were needed before attempting to re-everting the tissue edge onto the ring. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.